Event description:
While assembling an adult pack set on the pump, the customer attached the high flow stopcock to the plegiox and tightened it, however he was unable to get it to stay on tight. Every time a line was attached, the stopcock would back off the luer and loosen up. Two other stopcocks were tried, however they could not stay tight either. The parts were not saved for investigation, however pictures of these components were provided.

Manufacturer narrative:
The device is not available for evaluation, therefore the complaint could not be confirmed. An investigation into this issue has been initiated and a supplemental report will be submitted when the investigation is complete. (B)(4).